Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Failure to advance: the cause of the failure to advance was patient condition due to the patient's calcification. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted as the patient's groin site was too calcified. No patient harm was reported.

Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h2, and h11. Additional information was provided by the user facility regarding details about the aborted procedure. It was stated that there was no device malfunction. The impella cp was opened but there was no attemlpt to use due to lack of access. Further, the patient remained in shock. And was returned to the ICU to rest until they returned to the lab the next day.